Manufacturer narrative:
The reagent lot numbers and expiration dates were not provided. The field service engineer checked the analyzer, but did not determine a cause for the event. He found the rinse tubing had come unsecured, but he found no dribbling from the rinse nozzle. The customer informed the field service engineer that they had cleared the rinse nozzle of an occlusion, and the reaction cells were replaced. The field service engineer adjusted the gear pump, pressure, and rinse levels. He replaced the heat cut filter. For verification, he performed cell blank measurement and precision testing. The investigation is ongoing.

Event description:
There was an allegation of questionable results for multiple assays from the cobas 8000 cobas c 502 module. The samples were repeated on another cobas c502 analyzer, and the customer alleged amended reports were issued for 135 patients. Representative examples were provided: patient 1: initial total protein urine/csf gen.3 result was 32 mg/dl, and the repeat result was 5 mg/dl. Patient 3: initial urine tina-quant albumin gen.2 - urine application result was 66.09 mg/l, and the repeat result was 3.3 mg/l. Patient 4: initial serum tina-quant lipoprotein (a) gen.2 result was 174.276 mg/dl, and the repeat result was 309.436 mg/dl. Patient 6: initial serum rheumatoid factors ii result was 18 iu/ml, and the repeat result was 11 iu/ml. Patient 7: initial serum tina-quant iga gen.2 result was 111 mg/dl, and the repeat result was 147 mg/dl. The initial serum tina-quant igm gen.2 result was 104 mg/dl, and the repeat result was 33 mg/dl. Patient 8: initial serum tina-quant haptoglobin ver.2 result was 72 mg/dl, and the repeat result was 12 mg/dl. Patient 9: initial urine creatinine jaffe gen.2 result was 54.89 mg/dl, and the repeat result was 80.9 mg/dl. Patient 12: initial serum tina-quant apolipoprotein b ver.2 result was 111.5 mg/dl, and the repeat result was 152 mg/dl. The questionable results were reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The qc recovery was acceptable; therefore, there was no indication of a performance issue with the reagent. The investigation determined that the service actions resolved the issue.